Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a nurse responded to an air in line alarm during an infusion of normal saline 200ml/hr and was sprayed with the normal saline when she opened the pump door. There is no report of patient or provider harm.

Manufacturer narrative:
The customer¿s report of fluid leaking from the pump segment was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing confirmed no leaking. The root cause was not identified.